Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from 155-337 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. During troubleshooting with tandem technical support, it was confirmed that the pump was functioning as intended. However, after troubleshooting, the customer believed the pump was not working well. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.